Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 6mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for 30 seconds. Furthermore, a pinhole was noted. The procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.